Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after reconnecting to the ilet pump following a non-diabetes-related hospital visit, the patient observed that the pump did not administer insulin and that they were running low on glucose; an agent explained that the system suspends insulin delivery below a safety threshold to prevent further lowering. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and monitoring at home without hospitalization. Investigation included troubleshooting and education with the patient. Investigation of this case revealed no device malfunction reported at this time and behavior consistent with the pump¿s low-glucose insulin suspension safety feature. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.